Manufacturer narrative:
(B)(4) follow up emdr submission for additional information. Pleurx inserted (B)(6) 2017 for persistent large pleural effusion. (B)(6) 2017 contacted by pt as dressing had soaked and fallen off ¿ district nurses attended drained and redressed the pleurx. (B)(6) 2017 skin around the drain site became cellulitic and pt got oral antibiotics. Reviewed (B)(6) 2017 on pleural list ¿ cellulitis resolving, fluid drained and sent for culture ¿ negative culture, fluid clear. Failed to attend follow up appointment (B)(6) 2017 nurse manager contacted pt who said cellulitis all resolved and draining clear fluid by district nurses and didn¿t feel the need to come for review. (B)(6) 2017 admitted unwell with sepsis ¿ empyema on the side of the pleurx ¿ pleurx removed and empyema drained, (B)(4) septicemia. ICU admission died (B)(6) 2017. Rep informed of death as felt to be a rare occurrence of pleurx infection leading to death. The infection in my opinion is likely not related to the drain or the drain insertion itself but likely due to the cellulitis which occurred when the dressing soaked through and fell off..." By dr. (B)(6), on (B)(6) 2017.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Device not returned.

Event description:
The patient had a pleurx catheter implanted, was noted little bit of redness around the site so given antibiotics which cleared this up. Unfortunately, patient also had a large empyema, when talking to consultant he did not think this was anything to do with the pleurx catheter. On (B)(6) 2017: additional information received from customer: when was the pleurx implanted ? (B)(6) 2017. Where was the irritation noted ? Around the catheter . Was the empyema diagnosed prior to noting the irritated skin ? No (after cellulitis was resolved ) . Was the empyema on the lung where catheter placed ? Yes . Dr (B)(6) hasn¿t got the lot number of the catheter or any photo. Please also note that at this present moment that¿s all the information he could give me.